Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery catheter was found to be kinked/ bent. The stent stabilizer was found to be broken/fractured and kinked/bent. The stent was found to be slightly deformed. A functional test for the reported stent failed/unable to deploy was performed and the stent could be deployed but significant friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent failed/unable to deploy was not confirmed, however the analysis results are consistent with the reported event . The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analysed. Analysis of the returned device found the stent delivery catheter and stent stabilizer were kinked/bent, the stent stabilizer was found to be broken/fractured which indicates the device encountered a significant force during the attempt to deploy the stent. While it was possible to deploy the stent during the functional test, significant friction was noted and the stent was found to be slightly deformed. Additional information indicates no resistance was met during navigation of the subject stent to the target lesion but due to the tortuous vessel the stent was unable to deploy at the target site. An assignable cause of procedural factors will be assigned to the reported defect stent failed/unable to deploy and to the as analysed defects stent stabilizer kinked/bent, stent delivery catheter kinked/bent, stent stabilizer/catheter friction, stent deformed and stent stabilizer broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and it was discovered that the subject stent stabilizer was broken/fractured during use. There were no clinical consequences reported to the patient due to this event.